Event description:
It was reported by the caregiver (cg) that the home patient (hp) had set up and the supply bag was not connected all the way, so it leaked. The hp tightened the seal to continue the therapy; however, the technical service representative (tsr) explained that they should set up with new supplies. The hp later reported that they started over with new supplies that day and have been completing the therapy successfully. There was no patient injury or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.